Event description:
A user facility reported to olympus that the image disappeared during inspection. The image reappeared when the device was powered off, then on again. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus. This is report #2 of 2 due to multiple events reported. Reference report patient identifier (B)(6) for additional event.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated during the evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the phenomenon was not confirmed. However, it was determined that blackout occurred because signals between cv-190 plus and amm240ed were temporarily suspended. It could not be identified why the signals were suspended. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.